Manufacturer narrative:
Event date was not reported, the aware date was used as an estimate.

Event description:
It was reported that the needle had difficulty being extended. A radio frequency ablation procedure was being performed on a tumor for a patient with kidney cancer. The leveen coaccess was being used for this procedure. When the needle was in position it was attempted to be unfolded. It was reported that the device didn't open correctly and it stayed in a narrow, twisted configuration. This device was replaced with another one, but the same issue occurred with the unfolding of the device. The procedure was completed with another of the same device. There were no patient complications that were reported.